Event description:
It was reported that the physician's handheld was slow moving and eventually unable to boot up. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis of the handheld is underway, but has not been completed to date.

Event description:
Analysis was performed on the returned handheld and software/flashcard. No anomalies were identified. The handheld, flashcard, and software performed to functional specifications.